Event description:
It was reported that this implantable device system recorded noise oversensing in the atrial channel. Upon technical services (ts) review, it was discussed that the available data suggests a potential lead issue, as the bipolar electrogram (egm) should be free of noise. In addition, the noise in the right atrial (ra) rate egm is similar to possible myopotential activity. This impacts the atrial channel timing cycles and inappropriate atrial tachy response (atr) episodes. Troubleshooting recommendations were also provided. Additional information was provided. This implantable device recorded episodes of noise from both the ra and right ventricular (rv) channels. The patient is pacing dependent in the rv. Ts reviewed the episodes and discussed the noise is oversensed and caused pacing inhibition. The noise appears concomitantly in the ra and the rv and could therefore be indicative of lead fretting against each other. It was recommended to bring the patient in-clinic to perform troubleshooting. Both the ra and rv leads are competitor products. The decision was made by the physician to replace the device and leads for competitor products. No additional adverse patient effects. The device is not expected to be returned for analysis as it was discarded by the healthcare facility.